Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device overheated while they were conducting a demonstration at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.